Manufacturer narrative:
Facility name: (B)(6). Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the picture showed a hole on the drain bag. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition is supplier related. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex st150, an external fluid leak was observed at the effluent bag. There was no patient involvement. No additional information is available.